Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05264, 1225714-2014-05265, 1225714-2014-05266, 1225714-2014-05267, 2937457-2014-01278 and 2937457-2014-01279.